Event description:
Each card has a control window and I am told that the positive control window should be white with no obvious color. However, all of these (several boxes) have a grey/blue ink mark in the control window.